Event description:
The hcp reported the device was explanted due to infection; the infection was not located in the epidural space and was characterized as superficial. Purulent discharge was noted from the pocket site; the event was on-going. The hcp indicated the future neurostimulator re-implant is anticipated.